Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door, "puertas rota"; this condition had the potential to interrupt delivery. This condition was found in the ICU. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition of a flo-gard infusion pump with a broken door was confirmed by service. This condition was caused by the pump's door being broken due to mishandling. The door was repaired to correct this condition.